Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh inc. Additional information will be provided upon conclusion of the manufacturers investigation.

Event description:
The following information was reported to arjohuntleigh by the arjohuntleigh service representative: on (B)(6) 2013, the patient was reported as fallen out of the bed. There was no injury to the patient. Arjohuntleigh is reporting this incident as if it were to recur there is a potential for serious injury.